Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully placed the first mesh leg assembly into the patient's sacrospinous ligament. When the physician then threw the second mesh leg assembly through the patient's other sacrospinous ligament and attempted to pull the mesh leg through the tissue with the capio device, the suture (with the needle at the end) detached at the junction of the suture and the dilator and was captured within the capio cage. No resistance had been encountered while pulling the mesh leg through the patient's tissue. The physician then removed the uphold mesh from the patient and completed the procedure with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.